Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead was positioned appropriately with no helix issues. After being positioned, the ra lead exhibited no capture and varying impedance measurements even though the sensing was appropriate. A second position was attempted, but again, no capture was noted. After the third attempt to position the ra lead, the helix would not extend. As a result, the ra lead was not successfully implanted. No adverse patient effects were reported.